Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, the screws showed evidence of fracture. Root cause of the event was most likely attributed to bending force greater than the screws were designed to withstand when the patient fell; however, a conclusive root cause could not be determined. There are warnings in the package insert that state that this type of event can occur: under warnings states, "the patient is to be made fully aware and warned that the device does not replace normal healthy bone, and that the device can break, bend or be damaged as a result of stress, activity, load bearing, or weight bearing. The patient is to be made aware in advance and warned of general surgical risks, possible adverse effects, and to follow the instructions of the treating physician." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-00462 / 00464).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant." (B)(6). This report is number 1 of 3 mdrs filed for the same event (reference 00464). Product location unknown.

Event description:
It was reported that a patient underwent an internal fixation procedure on (B)(6) 2016 due to a femoral neck fracture. Subsequently, the patient was revised on (B)(6) 2016 due to the fracture of three screws caused by patient fall. It was reported that the patient fell while at rehab but not while preforming rehab exercises. During the procedure, six screws and the fracture plate were removed and competitor products were implanted.